Event description:
Information received by medtronic indicated that the insulin pump screen was scratched. Customer stated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring ¿ black. Customer returned pump for alleged insulin blocked alarm during, scratches on lcd window and sensor error found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Sensor connected and calibrated successfully. Test p-cap locked into the reservoir tube successfully, however, damaged retainer ring noted. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on (B)(6) 2021 at 21:46 and 21:47 in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, cracked retainer and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed. The sensor was able to connect and calibrate successfully. However, customers alleged cosmetic damage located on the lcd window was confirmed by visual inspection, where a scratched lcd window was noted. Additionally, damaged retainer ring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.